Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Remote monitor alert on (B)(6) 2015 revealed the rv threshold was above the limit at 4.2v. Patient was brought in for in-office device check on (B)(6) 2015 which revealed rv lead threshold 3.8v at 0.4ms. Sensing and impedance were stable. Patient did not have complaints. Lead use was continued based on medical judgement.